Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing an occlusion alert which was resolved by a supply change. On (B)(6) 2025 the user stated that a subsequent occlusion alert was also resolved with a supply change. The user reported no adverse effects to blood glucose and did not require hospitalization. No long-term health effects were reported.